Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on december 16, 2017 with blood glucose level of 657 mg/dl. The customer's blood glucose was 327 mg/dl at the time of the incident. The customer was in emergency room. The customer treated with bolus from insulin pump. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The insulin pump will not be returned for analysis.